Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: visual inspection shows some dried body fluid on the outside surface of probe near tubing connect / port interface. Further inspection under magnification shows body fluid appears to have passed through one of the parting lines past first and second barb and out to atmosphere. Probe was pressure tested to 20 psi of compressed air, however, no leak was noted. It appears the body fluid dried between tubing and port, sealing off the leak path. Tubing was removed with ease and did not appear to be adequately solvent bonded according to specifications. Flow testing identified no signs of intermittent or inaccurate readings. Conclusion: reduced performance of the device occurred and is related to the event. Review of complaints has noted no similar complaints, indicating this to be an isolated occurrence. Device changed out with no reported adverse patient effects. Medtronic will continue to monitor field performance to detect similar events.

Event description:
Medtronic received information that this flow probe exhibited a leak, and that flows through the probe would not measure above 1l/min. This observation was made 1 minute after bypass and had been initiated. The decision was made to take the patient off bypass, and the probe was changed out. A total of 10-15cc of blood loss was suspected. There were no reported adverse patient effects associated with the changeout. It was reported that the patient expired 12 days after this procedure due to renal failure. The performance of this product is not suspected to have caused or contributed to the patient outcome.